Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
At the end of the paroxysmal atrial fibrillation ablation procedure, an ultrasound was performed which revealed a pericardial effusion which did not require any treatment. No patient symptoms were observed. The patient is stable. The physician believes the effusion occurred during the transseptal puncture and noted some difficulty during the transseptal puncture. The physician tried multiple times before he performed the transeptal puncture related to challenging patient anatomy. There were no performance issues with any abbott device.